Event description:
Additional information received reported that no steps were taken to resolve the depleted implantable neurostimulator (ins). The circumstances that led to the loss of therapeutic relief was that the ins was 5 years old and charging difficulties. The patient was looking for a new pain management physician.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the circumstance that led to the loss of therapeutic effect was the battery being down for "4 years." It was also noted that the patient was charging their device more than expected and had to charge every day or every other day. The patient had trouble charging their device. The patient's device had been dead since about 1.5 years prior to (B)(6) 2015. The patient was waiting for a surgical consult to have their device taken out.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had a loss of therapy. The device was noted to have kind of helped for the first couple of years. It distracted the patient from the pain. However their pain started getting worse in 2012 and since then the device hadn't distracted the patient from the pain anymore. The patient was going to have their device taken out due to other surgeries and the patient decided they didn't want their device anymore. The patient was indicated for degenerative disc disease and herniated disc pain. No causes for the loss of efficacy, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.